Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, there was difficulty removing the guidewire from the left ventricular lead after multiple repositioning attempts. The physician noted that the texture of the lead was not normal. The lead was removed and replaced. Upon implanting the replacement lead, the new left ventricular lead exhibited high capture thresholds. Repositioning was attempted but the measurements were not ideal. The lead was replaced. Patient was stable.